Manufacturer narrative:
(B)(4). Perforation is a known adverse event as listed in the xience v instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The jostent graftmaster (part #12744-12, lot #601026) indicated is being filed under a separate medwatch MFR number.

Event description:
Device issue: none. Adverse event: perforation requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the device failed to cross to treat a perforation in the obtuse marginal due to a tortuous and calcified proximal circumflex. And attempts to withdraw the device into the non-abbott guiding catheter were unsuccessful, so the stent was deployed in the proximal circumflex which is an unintended site. The perforation was reportedly noted after the deployment of a xience v (2.5x12) in the obtuse marginal. The perforation was successfully treated using lengthy balloon dilations. The patient is fine. No additional event or patient information is available.